Event description:
The initial reporter questioned the results for 1 patient tested for ise indirect k for gen.2 on a cobas 8000 ise module. Based on the data provided, other questionable results were also identified for sodium (na). The initial k result was 6.10 mmol/l. The patient was tested by an abl 90 flexplus radiometer blood gas instrument with a k result of 3.5 mmol/l. The initial na result was 123 mmol/l. The patient was tested by an abl 90 flexplus radiometer blood gas instrument with an na result of 135 mmol/l. No questionable results were reported outside of the laboratory. The k electrode lot number and expiration date were not provided. The na electrode lot number and expiration date were not provided.

Manufacturer narrative:
It was noted that the sample was lipemic. The investigation is ongoing.

Manufacturer narrative:
The customer declined to provide additional information for investigation as they believe the event was due to an issue with this specific patient sample. The investigation did not identify a product problem. The cause of the event could not be determined.